Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification trough medical records review that a patient underwent a transcatheter mitral valve replacement (tmvr) with a 29 mm sapien 3 valve in the native mitral annulus via the transseptal approach. During advancement of the commander delivery system (ds) with valve via a transseptal puncture, the devices and valve were withdrawn due to a kink in the guidewire, and the valve could not be deployed. It was attempted to retrieve the ds and valve, however, it got hung up on the venotomy site, which required a cutdown to remove the commander ds and valve. A bigger non-ew sheath was used, and the valve was deployed 70/30, with no paravalvular leak (pvl). However, there was significant gradient across the lvot due to the valve stent interacting with the anterior leaflet. A rescue lampoon procedure was done on the anterior leaflet. There was significant residual bleeding, so an alcohol septal ablation was performed. The patient's right femoral vein was closed surgically. The patient was transferred to ICU in a stable condition. The patient was discharged on pod 7.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint difficulty or inability to withdraw delivery system and valve through a non-edwards sheath was unable to be confirmed as neither the complaint device nor applicable imagery were returned for evaluation. Without the return of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. However, review of the device history record and lot history did not provide any indication that manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, ''the devices and valve were withdrawn due to a kink in the guidewire, and the valve could not be deployed. It was attempted to retrieve the ds and valve, however, it got hung up on the venotomy site, which required a cutdown to remove this catheter and valve.'' As the valve remained crimped on the balloon during retrieval, it can get caught on the sheath tip and contribute to withdrawal difficulties. Additionally, the edwards commander delivery system is not indicated for use with a non-edwards sheath for a tmvr procedure. The effects of this configuration is unknown. As such, it is possible that the use of a non-edwards sheath may have contributed to the withdrawal difficulties of the crimped valve and delivery system. A definitive root cause was unable to be determined. However, available information suggests that procedural factors (withdrawal of crimped valve, off-label use) may have contributed to the complaint events. No IFU/labeling/training manual inadequacies or manufacturing non-conformance were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: MFR #2015691-2022-05687.